Manufacturer narrative:
Please note that is intended to be left blank but becomes auto populated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed burns on the power flex. The service technician replaced the power flex and issue was resolved. The unit passed all testing. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model palmtop ventilator revel has a damaged lemo connector on the ventilator. Pigtail was installed in the field and working. A new medic to the team tried to remove it and appears to have damaged both the ventilator side lemo and the connection area. At this time, it is unknown if there was any patient involvement associated with the reported issue.